Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is currently in the process of obtaining additional info. When additional info is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reportedly experiencing loss of lock.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is reportedly unable to be returned to the company at this time due to import/export licensing issues. Should the device be returned, a supplemental report will be provided at that time. A review of the device history record revealed no anomalies. This is the final report.

Manufacturer narrative:
The external visual inspection revealed delamination on the electrode, a slice on the silicone overmold, as well as scratches and damage to the top cover and to the electrode ground ring. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was only obtained at certain spacing. The device passed some of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed scratches to the top cover, as well as a slice on the silicone overmold. In addition, it revealed damage to the electrode ground ring and delamination on the electrode. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was only obtained at certain spacing. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across several electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.